Event description:
It was reported that a patient underwent a total pancreatectomy with abdominal wall closure with suture using interrupted / single knotting technique without complications on (B) (6) 2010. On (B) (6) 2010, the patient experienced burst abdomen due to broken sutures. The patient was having pain, vomiting and wound drainage. The patient underwent a second surgical procedure on (B) (6) 2010. Currently, the patient is well.

Manufacturer narrative:
(B) (4). (B) (4). The product which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.